Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d4, g4, g7, h2, h3, h4, h6, h10. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device is used for treatment. The root cause of the reported issue for the tip falling off is attributed to the tip lock thickness being at the low end of specification. The root cause of the shaking is unknown. The event cannot be confirmed.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is complete, a follow up/final report will be submitted. Discarded.

Event description:
It was reported that the pulsavac gun was shaking violently during use. Seems as though pressure builds up and fan tip would fly off the head of the gun. These items were isolated prior to use. No adverse events were reported as a result of this malfunction.